Event description:
During a laparoscopic gynecologic procedure, the blue colored protection piece on the dissecting forceps fell into the pt. The forceps were intact when it was inserted into the body and when it was removed, the blue colored frame piece was missing. The piece was retrieved from the pt, and the pt was fine, released as scheduled and is aware of the incident.

Manufacturer narrative:
At this time, the device has not been returned to us to complete the investigation. However, according to the info we were able to get from the hospital, the forceps has not been cleaned and sterilized according to the procedure described in the IFU. If further info becomes available or the device is received, gyrus acmi will continue the investigation and update the agency accordingly.